Event description:
It was reported that a malfunction alarm occurred with the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset, and the customer was instructed to continue using the pump and to call back if any malfunction code recurs; the caller acknowledged and understood.